Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an aortic aneurysm. Currently, the aneurysm measures 9 cm in diameter. It was reported that during a routine follow up scan, stent graft migration was observed. A large proximal type I endoleak was present. The bifurcate was approximately 4 cm from the renal arteries. The physician believes the cause of the event was related disease progression due to neck dilatation. The physician decided to intervene and implanted 2 endurant cuffs resolving the event. No additional clinical sequelae were reported and the patient is fine.